Manufacturer narrative:
Additional, changed, and/or corrected data: b1, e3, h3, h6.

Event description:
Patient reported a left side rupture. Patient also reported a breast mass which is not device related. Device remains implanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, g2, h6.

Event description:
Patient reported, a left side rupture. Patient also reported, a breast mass. Which is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast-MDR.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening. Lump/ nodule: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, h3, h6.

Event description:
Patient reported left side "rupture", "an area of nodularity was appreciated in the upper outer quadrant of the left breast at around the 1 o¿clock position" and "the symptomatic area marked at 1 o¿clock demonstrates a 9 mm hypoechoic well-defined lesion. This may represent a fibroadenoma or intramammary lymph node" diagnosed via ultrasound. Healthcare professional later reported capsular contracture baker grade I in pfn. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Patient reported left side "rupture", "an area of nodularity was appreciated in the upper outer quadrant of the left breast at around the 1 o¿clock position" and "the symptomatic area marked at 1 o¿clock demonstrates a 9 mm hypoechoic well-defined lesion. This may represent a fibroadenoma or intramammary lymph node" (not device related) diagnosed via ultrasound. Healthcare professional later reported capsular contracture baker grade I in pfn. Device has been explanted.